Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8117937. Medical device expiration date: 2023-04-30. Device manufacture date: 2018-04-27. Medical device lot #: 8211580. Medical device expiration date: 2023-07-31. Device manufacture date: 2018-07-30. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that black foreign matter was observed in the bd luer-lok¿ syringe before use. Lot#'s 8117937 and 8211580 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter, translated from (B)(6) to english: "at 4 syringes of batch 8117937 and/or 8211580 with black dots observed in the syringe."

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. The black dots next to the bd logo or grad lines are used to monitor the etchings on the print cylinder and are part of the printed scale marking image. These dots are there by design and are not defects. A printed image may have one, two or no dots that are printed along with the scale markings. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that black foreign matter was observed in the bd luer-lok¿ syringe before use. Lot#'s 8117937 and 8211580 were reported to have been involved in this event, but it is unknown how many occurrences happened within each. This complaint was created to capture the 1st of 4 related incidents. The following information was provided by the initial reporter, translated from dutch to english: "at 4 syringes of batch 8117937 and/or 8211580 with black dots observed in the syringe."